Manufacturer narrative:
(B)(4). Implant date was sometime in 2010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the hospital not releasing the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 8 years post implantation due to acetabular protrusio. The patient¿s head and liner were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received, but could not confirm the complaint. The review stated that there was extensive osteolysis involving the acetabular and femoral components of the left hip arthroplasty. Lucency was present along the visualized portion of the acetabular cup. Bone density is within normal limits and no subsidence, poly wear debris, disassociation, or corrosion noted. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.